Event description:
It was reported that a patient presented with inappropriate shock and atp due to undersensing. The patient was in af with rapid ventricular response. Programming changes were recommended. No further actions were recommended.